Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: concomitant medical products.

Event description:
It was reported that on an unknown date the patient underwent hip revision surgery. The patient experienced pain as a result of the insert slipping out of the bearing shell. After the patient was opened during the procedure, advanced metalosis was present in the joint. The operation ended with a revision. The bearing shells, the inserts and the replacement of the head on the femur stem. Elements were removed from the patient's body and intraoperative images were taken. The swab was taken for laboratory examination.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: hip revision surgery, the reason for which was the patient's pain as a result of the insert slipping out of the bearing shell. After the patient was opened during the procedure, advanced metalosis was present in the joint. The operation ended with a revision: the bearing shells, the inserts and the replacement of the head on the femur stem. Elements removed from the patient's body and intraoperative images are protected for inspection. The swab was taken for laboratory examination. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the articul/eze ball 32 +5 br revealed the device with metal transfer on their convex area. Additionally, device exhibits light marks on the overall surface as evidence of the device being implanted for a long period of time. Metal transfer is an indicative of the device coming in contact with the cup as a consequence of a dissociation between the altrx neut 32idx48od and the pinn sector w/gription 48mm. However, this condition does not represent any device nonconformance. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the articul/eze ball 32 +5 br would have contributed to the complained adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.